Event description:
On 06/29/2025 10:30:06 dop114-962doc_ver_ba: carelink login assistance "unable to complete troubleshooting or provide instructions, insufficient information to escalate." 06/29/2025 09:47:54 dop114-962doc_ver_ba: carelink connect app not receiving data from patient "unable to complete troubleshooting or provide instructions, insufficient information to escalate."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through cumulus logs. Based on the cumulus logs, the reported issue is confirmed. As per cumulus logs, patient stopped sending data to carelink after june 25 06:14 am pst. After this, we dont see any active data coming from patient but cp is checking for the data consistently but cumulus can process the data and share with cp app only when it receives from patient. Please request the patient to pair their pump and use it actively so that cp can view the patient data. The software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. The most likely root cause is patient is not sending data during the reported date. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through cumulus logs. Based on the cumulus logs, the reported issue is confirmed. As per cumulus logs, patient stopped sending data to carelink after june 25 06:14 am pst. After this, we don't see any active data coming from patient but cp is checking for the data consistently but cumulus can process the data and share with cp app only when it receives from patient. Please request the patient to pair their pump and use it actively so that cp can view the patient data. The software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. The most likely root cause is patient is not sending data during the reported date. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.